Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead had no capture in any of the desired locations. The lv lead was not implanted and another lead was used in a much less lateral position to obtain suitable thresholds. No patient complications have been reported as a result of this event.